Manufacturer narrative:
Unresponsive button due to flattened dome switch at act button on keypad trace.

Event description:
The customer reported via phone call that the insulin pump's keypad was not responding properly. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.